Event description:
The purchasing contact reports leaking at the filter in eight sets. He is sending companion samples. These leaks resulted in minor chemo spills. There was no patient or staff injury in any of the incidents.